Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, end cap broken off, and minor scratches on display window noted.

Event description:
It was reported via phone call, physical damage of insulin pump. It was reported that bottom portion of insulin pump kept falling out during rewind and had to be glued together. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.